Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in a 45-year-old female patient who had essure (batch no. 625642) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy and wisdom teeth removal. Previously administered products included for hyperlipidemia: atorvastatin from (B)(6) 2018 to (B)(6) 2020. Concurrent conditions included uterine fibroid, submucous leiomyoma of uterus, cervicitis, paratubal cyst and uterine cervical squamous metaplasia. Concomitant products included atorvastatin and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / (heavy menstrual bleeding)"), abdominal pain ("pain: abdominal area"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced anaemia ("anemia"). The patient was treated with ferrous sulfate, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the anaemia, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology revealed uterus (241 g) with adenomyosis and multiple intramural and submucosal leiomyomas (largest 5 cm). Secretory endometrium. Mild chronic cervicitis with squamous metaplasia. Two fallopian tubes, one with a simple paratubal cyst. As per pfs: she did not underwent essure confirmation test (sic). Plaintiff received treatment for menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2018: 7.6. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "physical pain/pain: pelvic abnormal bleeding (vaginal, menorrhagia)" was updated as "recovered resolved". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in a (B)(6) year old female patient who had essure (batch no. 625642) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy and wisdom teeth removal. Previously administered products included for hyperlipidemia: atorvastatin from (B)(6) 2018 to (B)(6) 2019. Concurrent conditions included uterine fibroid, submucous leiomyoma of uterus, cervicitis, paratubal cyst and uterine cervical squamous metaplasia. Concomitant products included atorvastatin and vitamin d nos (vitamin d). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("pain: abdominal area"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced anaemia ("anemia"). The patient was treated with ferrous sulfate, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, anaemia, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology revealed uterus (241 g) with adenomyosis and multiple intramural and submucosal leiomyomas (largest 5 cm). Secretory endometrium. Mild chronic cervicitis with squamous metaplasia. Two fallopian tubes, one with a simple paratubal cyst. As per pfs: she did not underwent essure confirmation test (sic). Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin on (B)(6) 2018: 7.6. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia." Most recent follow-up information incorporated above includes: on 28-aug-2019: plaintiff fact sheet and medical record received. The case is now incident. Events¿ abnormal bleeding (vaginal, menorrhagia), anemia, fatigue, depression, mental anguish, pain: abdominal pain¿. Reporter, demographics, medical history, historical medication, concurrent conditions, lab data; essure removal date, essure indication (amended), essure lot number, concomitant\treatment medications were added. Event ¿pelvic pain¿ outcome was updated to recovering\resolving. On 28-aug-2019: pfs received. No new clinical information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in a 45-year-old female patient who had essure (batch no. 625642) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy, wisdom teeth removal, adenomyosis and leiomyoma nos. Previously administered products included for hyperlipidemia: atorvastatin from (B)(6) 2018 to (B)(6) 2021. Concurrent conditions included uterine fibroid, submucous leiomyoma of uterus, cervicitis, paratubal cyst, uterine cervical squamous metaplasia, paratubal cyst and uterine fibroid. Concomitant products included atorvastatin and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / (heavy menstrual bleeding)"), abdominal pain ("pain: abdominal area"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced anaemia ("anemia"). The patient was treated with ferrous sulfate, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the anaemia, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology revealed uterus (241 g) with adenomyosis and multiple intramural and submucosal leiomyomas (largest 5 cm). Secretory endometrium. Mild chronic cervicitis with squamous metaplasia. Two fallopian tubes, one with a simple paratubal cyst. As per pfs: she did not underwent essure confirmation test (sic). Plaintiff received treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2018: 7.6. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in a 45-year-old female patient who had essure (batch no. 625642) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy, wisdom teeth removal, adenomyosis and leiomyoma nos. Previously administered products included for hyperlipidemia: atorvastatin from (B)(6) 2018 to (B)(6) 2021. Concurrent conditions included uterine fibroid, submucous leiomyoma of uterus, cervicitis, paratubal cyst, uterine cervical squamous metaplasia, paratubal cyst and uterine fibroid. Concomitant products included atorvastatin and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia) / (heavy menstrual bleeding)"), abdominal pain ("pain: abdominal area"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced anaemia ("anemia"). The patient was treated with ferrous sulfate, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved and the anaemia, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology revealed uterus (241 g) with adenomyosis and multiple intramural and submucosal leiomyomas (largest 5 cm). Secretory endometrium. Mild chronic cervicitis with squamous metaplasia. Two fallopian tubes, one with a simple paratubal cyst. As per pfs: she did not underwent essure confirmation test (sic). Plaintiff received treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2018: 7.6. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia." Lot number: 625642 manufacturing date: 2007-08 expiration date: 2009-07 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in a 45-year-old female patient who had essure (batch no. 625642) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy and wisdom teeth removal. Previously administered products included for hyperlipidemia: atorvastatin from (B)(6) 2018 to (B)(6) 2019. Concurrent conditions included uterine fibroid, submucous leiomyoma of uterus, cervicitis, paratubal cyst and uterine cervical squamous metaplasia. Concomitant products included atorvastatin and vitamin d nos (vitamin d). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("pain: abdominal area"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced anaemia ("anemia"). The patient was treated with ferrous sulfate, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, anaemia, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology revealed uterus (241 g) with adenomyosis and multiple intramural and submucosal leiomyomas (largest 5 cm). Secretory endometrium. Mild chronic cervicitis with squamous metaplasia. Two fallopian tubes, one with a simple paratubal cyst. As per pfs: she did not underwent essure confirmation test (sic). Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2018: 7.6. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in a 45-year-old female patient who had essure (batch no. 625642) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast biopsy and wisdom teeth removal. Previously administered products included for hyperlipidemia: atorvastatin from (B)(6)2018 to (B)(6) 2019. Concurrent conditions included uterine fibroid, submucous leiomyoma of uterus, cervicitis, paratubal cyst and uterine cervical squamous metaplasia. Concomitant products included atorvastatin and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / (heavy menstrual bleeding)"), abdominal pain ("pain: abdominal area"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced anaemia ("anemia"). The patient was treated with ferrous sulfate, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy and bilateral salpingectomy with cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, anaemia, fatigue, depression and anxiety outcome was unknown and the menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: surgical pathology revealed uterus (241 g) with adenomyosis and multiple intramural and submucosal leiomyomas (largest 5 cm). Secretory endometrium. Mild chronic cervicitis with squamous metaplasia. Two fallopian tubes, one with a simple paratubal cyst. As per pfs: she did not underwent essure confirmation test (sic). Plaintiff received treatment for menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on 05-feb-2018: 7.6. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, anemia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : outcome of events "abdominal pain and menorrhagia" was updated as "recovered/resolved" incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.